Event description:
Technicians were moving the IV pole and approached the 5 gauss line inside the MRI room. At that time, the IV pole was caught in the magnetic field and started moving toward the MRI machine. Technologist was struck on the arm by the pole as it moved towards the MRI machine.